Manufacturer narrative:
On 8/12/2019 mentor became aware that it erroneously had the following statement in the initial report submitted on 8/9/2019: a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The correct statement is below:a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/8/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 7556126, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a 295cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant(right) experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker¿s grade IV, and the right sided capsular contracture was baker¿s grade iii. These diagnoses were made by a physician. As a result, bilateral prostheses replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2019. The left sided capsular contracture was reported previously under 1645337-2019-11599 on 5/10/2019. On 7/19/2019 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prostheses.